Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous coronary artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another device. No patient complications were reported.